Event description:
It was reported that the patient presented in the hospital for lead revision. The patient's right atrial (ra) lead exhibited loss of capture, loss of sensing and high impedance. The lead was explanted and replaced. The patient was in stable condition.